Event description:
The customer reported that the device jammed. No further information is available regarding the incident. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.